Event description:
It was reported the right ventricular (rv) lead exhibited noise and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo.